Manufacturer narrative:
The device history was reviewed and no issue was found that could have contributed to the event. The device was not returned and the complainant's event could not be verified. The cause of the event could not be determined without device evaluation.

Event description:
It was reported that during surgery, the sterile package for this device was found unsealed. To complete the surgery, the device had to be autoclaved. The delay in surgery was more than 30 minutes. There were no adverse patient consequences reported as a result of this event. This device is used for treatment.